Event description:
It was reported that, on two separate occasions, the pt's device increased to maximum amplitude when pressing the (+) key. On the first occurrence, the pt stopped breathing. Emergency services were called and the device was turned off using a magnet. On the second occasion, the device increased to maximum amplitude. The device was turned off using a magnet without incident. The pt was sent a new programmer and is currently not experiencing any problems with the device.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.